Manufacturer narrative:
Per the clinical review: the cv surgeon (cvs) had placed the aortic purse strings per normal practice in preparation of aortic cannula insertion. A stab wound was made and the extended soft flow cannula was placed in the aorta. The purse strings were secured and cannula was adequately anchored. There was "no bleed back" venting of the cannula via the blue vented cap as is normally experienced. In order to rule out that the cannula was placed in a false lumen of the aorta, the cv surgeon loosened the purse strings and the cannula was removed. The cvs used an aortic dilator to ensure access, and the same cannula was placed in the aortotomy site. The purse strings were secured and again no cannula filling or venting was observed. The cvs elected to remove the cannula and the purse strings were secured to close the aortotomy. The cvs placed another set of purse strings in another area of the aorta, and a stab wound was created. The same cannula was placed in the aorta, and the purse string sutures were secured. Again, there was no "bleed back" venting of the cannula via the blue vented cap. The cvs removed the cap and blood quickly drained from the cannula. The cvs placed in tubing clamp on the cannula to stop the blood drainage and loss from the pt. According to perfusionist, about 200ml of blood was suctioned off to the cell washer. About 120ml of this blood would be considered plasma, and would be removed in the cell washing process. Thus, the net blood loss can be considered to be 120ml. The cannula was de-bubbled and connected to the arterial line of the cpb circuit per routine practice. Cpb was initiated after all cannulae were placed, and the remainder of the procedure was without issue. The pt was weaned from cpb without difficulty and the surgical procedure was completed successfully. This was a stable (B)(6) pt and the delay had no clinical impact. There was no harm observed during the surgical procedure or later in the ICU.

Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass procedure (cpb), the surgeon made an incision into the aorta to place the 7mm soft flow extended cannula. He inserted the cannula and tightened the purse strings. The blood would not flow back up to the cannula. The surgeon made another incision in the aorta, placed the same cannula in and it still would not function. When the surgeon removed the blue cap blood spurted out. After that, the cannula worked as it should. Per the customer, blood would not flow back up due to arterial pressure. There was approx a four minute delay as the venting issue was being mitigated. There was approx 200ml of blood loss, which did not result in a transfusion. The device was not changed out. The surgical procedure was completed successfully, and there were no adverse consequences to the pt.

Event description:
Additional information per clinical review: we now understand the procedure was conducted on a 24 year-old male patient who had a history of sub-aortic stenosis. This was a first time surgery (not a reoperation) and there was no other information in the patient history that might indicate a potential for difficult aortotomy. There is no other clinical information expected to be provided.

Manufacturer narrative:
The complaint was not verifiable. There was no nonconformity or anomalies identified upon review of the returned arterial cannula. The dimensional inspection of the blue vent cap on the vision system confirmed that the vent holes were present and measured within drawing specification. An engineering analysis (vent testing) was performed on the vent cap and confirmed that the holes were unobstructed and appeared to be venting appropriately. No product deficiency was identified on the returned cannula. No additional action will be taken at this time.

Manufacturer narrative:
The reported complaint was not confirmed. Note: this report has been updated as result of a complaint file remediation protocol.